Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire side of the cutting tool was not intact. No particles were identified in the patient. No additional incisions needed to be made. Another device had to be opened and the case was completed without further incident. There was a case delay to open the other device. No patient harm was reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site name due to character limitations (B)(6).

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000399339 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a